Event description:
The customer reported that the insulin pump alarmed, lost all of the settings and had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion on the electronic assembly. Further testing was not performed.